Event description:
It was reported that during an unknown procedure, per a note that was left with the device, ¿handle not aligned; will not release stapler.¿ no additional information is available. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Yoke teeth, shrouds, firing trigger teeth the analysis results found that the ats45 device was received with the clamping and firing mechanism damaged and with the handle shrouds slightly separated. No cartridge reload was present. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth and firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing and clamping mechanisms to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.